Event description:
It was reported that during a bowel resection operation, in the middle of the staple line, some staples were missing. Sutured over the place in the staple line where the leakage was. No add'l pt consequences were reported.